Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 13 days (02jul2023 ¿ 13jul2023, 23aug2023 per timestamp). Starting 13jul2023 at 7:51:00, backup battery faults alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. At 7:58:07 and 7:59:14 - 7:59:16, backup battery circuit faults and memory tag faults were active, consistent with the reported backup battery exchange. The alarms resolved after the second exchange. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and operated the system for extended operation. The reported alarm was unable to be reproduced throughout testing. Per the provided information, the alarms have resolved since the controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿¿¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery alarm on their system controller. The backup battery was exchanged, and the issue did not resolve. The controller was then exchanged, and the issue resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.